Event description:
It was reported that the device was able to be successfully interrogated, but was a slow interrogation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.